Event description:
After a rotator cuff repair where 5 anchors were implanted on (B)(6) 2015 there was an infection reported. On (B)(6) 2015 th surgeon washed out the shoulder and removed one anchor. On (B)(6) 2015 the surgeon washed out the patient's infection a second time. The surgeon explanted four of the anchors at this time. (B)(4).

Manufacturer narrative:
(B)(4).